Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns therapy pt presented with high impedance on both system and normal mode diagnostic test. The pt has been experiencing an increase in seizure activity, which is higher than the pt's pre-vns seizure activity level. The last good diagnostic test results were received in (B) (6) 2008. A battery life calculation revealed the elective replacement indicator for the pt's generator will read "yes" in 2.48. X-rays were reviewed by the manufacturer and no abnormalities were noted that could have caused or contributed to the high impedance. No manipulation, trauma, programming/medication changes or other external factors preceded the onset of the increase in seizures event. The pt has been scheduled for revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.